Manufacturer narrative:
Malfunction was reported. The ams800 control pump was visually inspected. No leak was found. The pump was not functionally tested due to contamination. Malfunction was reported. The ams800 occlusive cuff was visually inspected and functionally tested. No leak was found. It performed within specifications. Malfunction was reported. The ams800 pressure regulating balloon was visually inspected. There was a leak in the balloon kink resistant tubing that was the result of sharp instrument damage. The balloon was not functionally tested due to the balloon tubing leak. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records according to container 22735679 found no evidence that the device failed to meet applicable product specifications prior to shipment from bsc. Ship history, labeling review and risk review not required per (B)(4) wi cis product investigation. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered adverse event related to procedure. This complaint investigation conclusion code is for the adverse event occurred during the procedure and the device had no influence on event. Based on the results of this investigation, no escalation is necessary. System components- cuff: model: 72404131, lot sn: (B)(4), mfg date: 09/06/2018, exp date: 09/06/2019, gtin: (B)(4). Balloon: model: 72400024, lot sn: (B)(4), mfg date: 10/29/2018, exp date: 10/28/2023, gtin: (B)(4).

Event description:
It was reported that the patient experienced a dysfunction artificial urinary sphincter(aus) pump. The pump had no fluid in the system when activation was tried. A revision surgery occurred and it the cuff and pump had lost fluid while the balloon remained full with saline. The customer tested the device with a syringe and no hole or perforations were found.

Manufacturer narrative:
System components: cuff: model- 72404131, lot sn- (B)(4), mfg date- 09/06/2018, exp date- 09/06/2019, gtin- (B)(4). Balloon: model- 72400024, lot sn- (B)(4), mfg date- 10/29/2018, exp date- 10/28/2023, gtin- (B)(4).

Event description:
It was reported that the patient experienced a dysfunction artificial urinary sphincter(aus) pump. The pump had no fluid in the system when activation was tried. A revision surgery occurred and it the cuff and pump had lost fluid while the balloon remained full with saline. The customer tested the device with a syringe and no hole or perforations were found.